Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number mw5093375 that a female patient who underwent an unspecified breast surgery with two unknown smooth mentor saline breast implants has experienced postoperative left-sided grade ii capsular contracture and left-sided implant deflation. Patient reported left-sided breast pain, left-sided rippling which she noted indicates leakage, and alleged that implants¿ faulty valves contributed to breast implant illness issues. In addition, patient was diagnosed with the autoimmune disorder lupus in 2006. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the first of two implants.